Event description:
It was reported that the device has visible dents. Additionally, during service evaluation, the renasys touch device was unable to start-up correctly and displayed message error 4006. Also, the device was found unable to operate on ac or battery power and could not recharge the battery. No patient involved.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during service evaluation the renasys touch device was unable to start-up correctly and displayed message error 4006 due to an empty coin cell. Additionally, the device was found unable to operate on ac or battery power and could not recharge the battery due to broken j13 connector on the mainboard. The front, back and bottom enclosures were broken. No patient involved.